Event description:
The manufacturer received information alleging a device did not meet acceptance criteria of evaluation process for critical error e-193 and e-290. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a device did not meet acceptance criteria of evaluation process for critical error e-193 and e-290. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, it was confirmed that a "critical error" code e-193 and e-20 was found in the ventilator's downloaded error log. It was also confirmed that the rubber feet were missing. The inlet air path assembly and removable air path foam was replaced per remediation. The customer does not want the device repaired. Additional information added to section h: problem code. New information added to section h: eval method code, result code, component grid and conclusion code.